Manufacturer narrative:
Clinical investigation: the reported event was reviewed for a clinical investigation. On 08/17/2020 it was reported that a clot was found in the pump head of an xlung kit during extracorporeal membrane oxygenation (ECMO) on a critically ill patient in the hospital. There was no specific allegation that an adverse event occurred, or additional medical intervention was required, due to a deficiency or malfunction of any fresenius or xenios product(s) or device(s) in the initial reporting. During follow up, the ECMO clinical specialist confirmed that a blood clot occluded a pump head during ECMO therapy on a critically ill patient. The patient¿s identification, initial diagnosis, and reason for ECMO support were unknown. As a normal course of therapy, the patient was being weaned off ECMO support in efforts to discontinue ECMO therapy involving decreased blood flows from the machine. The patient was not given an anticoagulant due to the patient¿s susceptibility to gastrointestinal bleeds which supported blood clot formation. It was confirmed there were no adverse events, serious injuries or additional medical intervention required as a result of this blood clot in the pump head of the xlung kit. The patient was removed from ECMO support and decannulated on (B)(6) 2020 through the normal course of ECMO therapy. The patient¿s current status is unknown at the time of this clinical review. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius or xenios product, or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that employee reported that a clot was found in the pump head of an xlung kit during extracorporeal membrane oxygenation (ECMO) on a critically ill patient in the hospital. There was no specific allegation that an adverse event occurred, or additional medical intervention was required, due to a deficiency or malfunction of any fresenius or xenios product(s) or device(s) in the initial reporting. Upon follow up, the ECMO clinical specialist confirmed that a blood clot occluded a pump head during ECMO therapy on a critically ill patient. The patient¿s identification, initial diagnosis and reason for ECMO support were unknown. As a normal course of therapy, the patient was being weaned off ECMO support in efforts to discontinue ECMO therapy involving decreased blood flows from the machine. The patient was not given an anticoagulant due to the patient¿s susceptibility to gastrointestinal bleeds which supported blood clot formation. It was confirmed there were no adverse events, serious injuries or additional medical intervention required as a result of this blood clot in the pump head of the xlung kit. The patient was removed from ECMO support and decannulated on (B)(6) 2020 through the normal course of ECMO therapy. The patient¿s current status is unknown at the time.

Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for evaluation. The blood pump was returned attached to partial tubing, however, the tubing had been cut and the remainder of the xlung kit was not returned. The returned component exhibited signs of use including blood exposure and dried blood within the interior blood pathway. There was no defect, damage, or irregularity was observed on any part of the returned sample. There was no visual indication of damage or a malfunction on the blood pump. Functionality could not be verified due to the condition of the returned sample having been destructively cut away from the remainder of the xlung kit. A trend analysis was performed. The lot number associated with the product was not provided by the complainant and could not be obtained from the returned sample as only a partial sample was returned which did not include lot information. Therefore, a device history record (DHR) review could not be performed. Upon completion of the evaluation, there were no defects found that could have caused or contributed to the reported event. The report of a clot occurring due to a lack of heparinization with no allegation of device deficiency was corroborated with the sample return where no deficiency or damage was observed.